Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia and left lower quadrant (llq) incisional hernia. It was reported that after implant, the patient experienced pain, inflammation, nausea, scarring, and bulging. Post-operative treatment included mesh revision/removal surgery.